Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, probable causes for the image issue include: failure of the monitor cable for the selected input signal. The monitor cable for the selected input signal is not recommended. Signal harness between mother board-1251 (mb-1251) board in the main unit and liquid crystal display (lcd) panel is not connected correctly. Failure of signal harness between mb-1251 board in the main unit and lcd panel. Failure of mb-1251 board. Failure of lcd panel. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed the user¿s complaint of image noise was not confirmed. Other observations for the device are protective panel and bezel damage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during inspection of device prior to use, the device yielded image noise. However, the device recovered from the image noise quickly. There is no patient involvement. There was no impact on the intended procedure due to this event.